Event description:
In 2003, the pt was implanted with a medtronic aneurx device. The graft migrated 2 cm below the lowest right renal artery. In 2009, the pt underwent re-intervention. A femoral bypass was performed and the pt was converted to an aortouniiliac using gore excluder aaa endoprostheses and a cordis palmaz stent. There was 10mm of proximal neck to work with. The first trunk ipsilateral leg component that was deployed overlapped at the right renal artery. The second trunk ipsilateral leg component was deployed and landed at the right renal artery. Final angiogram was performed and flow was impeded. The physician stented the right renal artery and preserved flow into the kidneys.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable. Please note add'l device implanted in the pt and related to this event: pxt281414.